Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 5.0 cm to 5.4 cm and at 118.3 cm to 118.7 cm from the distal tip which exposed outer coil, and at 109.1 cm to 111.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Note the correction for reference report number 2017865-2016-02645. Event date should be (B)(6) 2016; not blank. Results code should include (B)(4).